Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation is inconclusive for difficult to remove, tilt, and detachment of device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty to remove, tilt, and detachment of device. This information was received from a single source. This malfunction involved a patient with no reported consequence. The patient was reported as a female whose age and weight were not provided.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for difficult to remove, migration and occlusion. However, the investigation is inconclusive for detachment and tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficult to remove, tilt, detachment, migration and occlusion. This information was received from a single source. This malfunction involved a patient with no reported consequence. The 23 year old female patient was 140 lbs.